Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on 09/05/2017 with blood glucose of 361 mg/dl. When the customer was sent home she was 361 mg/dl and it was not going below that, hence she checked for bubbles. The customer¿s current blood glucose level was 313 mg/dl. The customer reported symptom as she was not feeling good. The customer was treated with syringes. The customer was wearing the insulin pump during the hospitalization. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Findings: pump received with the operating currents within spec. And passed the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test. Pump received with cracked reservoir tube lip, case cracked at the display window corner, cracked lcd display window, cracked reservoir tube, cracked belt clip slot, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.